Manufacturer narrative:
No complaint was received with return of the device. Failure event was observed during analysis. Final analysis found a partial lead was returned in two pieces. The connector portion was measured to be 11.3 cm and the distal portion was 53.4 cm. On the distal portion, an internal insulation abrasion was noted between the right ventricular (rv) and the superior vena cava (svc) shock coil breaching the ring electrode (re) cable lumen at 11.5 cm to 12.0 cm from the distal tip. External insulation abrasion was found breaching the rv and svc cable lumen at 38.0 cm to 38.1 cm consistent with damage by the suture sleeve tie down force. Another external insulation abrasion was found at 39.5 to 30.7 cm from the distal tip breaching the svc cable lumen proximal to the suture sleeve. The insulation abrasion at this location was consistent with friction to the device can. The etfe coating was found normal at all abraded locations. All other damages noted were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.